Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer called in wanting to replace a chair, stating that the seat upholstery was sagging.